Manufacturer narrative:
E1: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h dialyzer, the patient experienced discomfort, chest tightness, slight breathing difficulties, and an itchy throat. Treatment was discontinued. The patient was administered oxygen inhalation and intravenous injection of dexamethasone. Treatment was resumed without any discomfort. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.